Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure category was thoracic. The console surgeon was (B)(6). The damage was observed from a portion of the device that enters the patient. A silver broken cable was identified. There was no notice of a fragment at the tip of the instrument falling off. Dissection was the surgical task being performed when the issue occurred. Images were sent for review.